Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2017 with the following findings: a review of the black box showed multiple power on reset events after an unexpected call service 177/128 battery warning alarm. The battery compartment and returned battery cap were undamaged. The battery cap contacts measurements were within specifications. The battery cap was fastened and then unscrewed a half turn with no reboots. No power interruptions occurred during testing. The pump cover was removed to find no intermittent conditions to the printed circuit board or to the continuous glucose monitoring module. The intermittent power complaint was unable to be duplicated. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.